Event description:
The customer reported a blank display due to the battery cap not making proper contact to the battery. The customer also reported shorter battery life. Troubleshooting was performed, and found that the customer was not using the proper batteries. Advised that the insulin pump would be replaced due to the battery cap not making contact with the battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the failed battery test alarm due to the blank display anomaly. The insulin pump was received without the original battery cap.